Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7070641.

Event description:
It was reported that the patient experienced numbness and inadequate stimulation despite reprogramming attempt and secondary trial. The patient underwent an explant procedure. All explanted device components were discarded and will not be returned.